Event description:
Screen responsiveness was reported to be diminished, requiring frequent repeated entries. There was no reported impact on the customer¿s blood glucose level. The customer declined additional troubleshooting, and the issue was documented and the case closed by cts, with no further actions required.